Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 generated a large amount of white smoke - enough so that the harvester was not able to visualize much of the cutting. The tissue was connective and frank blood. The jaws were clear of char as the harvester kept clearing them throughout the case. The evacuation channel was used with limited success as well as switching between proximal and distal insufflation. There was bleeding that began during dissection. There was also a fair bit of blood pooled in the bottom of the tunnel in the thigh during sealing and cutting. Blood loss was not measured. No additional transfusions were required. A new device was opened to complete the procedure and there was immediate heavy smoking with the second device as well. The procedure was completed with the second device. There was a procedural delay. There was no patient injury.

Manufacturer narrative:
Trackwise (B)(4)

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 generated a large amount of white smoke - enough so that the harvester was not able to visualize much of the cutting. The tissue was connective and frank blood. The evacuation channel was used with limited success as well as switching between proximal and distal insufflation. There was bleeding that began during dissection. There was also a fair bit of blood pooled in the bottom of the tunnel in the thigh during sealing and cutting. Blood loss was not measured. No additional transfusions were required. A new device was opened to complete the procedure and there was immediate heavy smoking with the second device as well. There was a procedural delay. There was no patient injury.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/11/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaw were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .666 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "environmental particulates; excessive smoke" was not confirmed. The lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.